Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a syncopal event. Upon interrogation intermittent right ventricular (rv) loss of capture (loc) was noted. The rv lead output was set to adequate safety margins, so the cause of the loc was unknown. It was further noted that the rv impedance had increased from around 400 ohms at implant to approximately 900 ohms. Since the patient is pacemaker dependent the physician opted to perform a revision procedure. During the procedure the pacemaker was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.